Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 3,000 ohms. The field representative reported high capture thresholds were also exhibited. Reprogramming was completed and a chest x-ray was ordered. Additional information provided the patient was later evaluated in clinic and there was no capture at maximum outputs. Per physician request this lv lead was turned off. This lv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 3,000 ohms. The field representative reported high capture thresholds were also exhibited. Reprogramming was completed and a chest x-ray was ordered. Additional information provided the patient was later evaluated in clinic and there was no capture at maximum outputs. Per physician request this lv lead was turned off. Additional information from the field representative provided an x-ray was completed. However, the physician did not see anything on the x-rays that would explain the impedance anomalies. The field representative reported the physician will follow up with the patient every six months to evaluate next steps. This lv lead remains implanted. No adverse patient effects were reported.